Event description:
It was reported that while attempting to treat a proximal left anterior descending lesion, the device was advanced toward the lesion and resistance was felt. The stent separated from the sds in the left main and was deployed there, which "jailed" the circumflex artery and compromised blood flow to that vessel. An iabp was inserted, and the patient was sent for emergent coronary bypass surgery to the left anterior descending and circumflex arteries. The pt is reported to be stable.